Manufacturer narrative:
(B)(4). Visual inspection of the returned item # 42517000707 lot # 63967429 found it to exhibit signs of repeated use nicked / gouged has fractured on the medial side of the post feature. All pieces were returned. The DHR (device history record) was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported through the worn instrument return form that the instrument fractured. There was no known patient involvement. Attempts have been made and no further information has been provided.